Event description:
Patient was revised to address poly wear leading to osteolysis and loosening.

Manufacturer narrative:
No products were returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.